Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A patient underwent revision surgery using the blueprint planning due to the loss of baseplate fixation and loosening of the glenoid component. Patient glenoid anatomy had defects that most likely contributed to the failure once patient increased their rehabilitation progression. The revision is not due to poor implant performance or placement.